Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) died at home prior to scheduled open heart surgery. The patient's wife if very upset with the physician and the ICD. The device was buried with the patient.